Manufacturer narrative:
The device was returned to edwards for evaluation. During visual examination, minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflets 1 and 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was heavy at both inflow and outflow aspect. Surfaces of leaflet 2 and 3 near the central coaptation area were damaged. The sewing ring was cut at multiple locations at outflow aspect. Corknots were seen around the sewing ring. Radiography demonstrated wireform intact. The clinical observation of paravalvular leak was unable to be confirmed through visual observation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information that a 27mm bioprosthetic mitral valve, implanted one (1) year, three (3) months, twenty three (23) days, was explanted due to severe mitral valve paravalvular leak. "A 2 to 3 cm defect along the edge of the mitral prosthesis toward the aortic outflow tract was observed. The defect facing the valve was then roughly running from the 9 to 11 o'clock position." The explanted device was replaced with a 27mm edwards mitral pericardial valve. The patient also underwent tricuspid valve repair with a 34mm edwards annuloplasty ring. The patient was transferred to the open heart unit in critical, but stable condition.